Manufacturer narrative:
H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. The electronic device use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. It was reported that the handle failed to charge. The reported issue was confirmed. The most likely cause was traced to a component failure. Visual inspection noted that the handle was off of a charger and did not appear to initialize. The physical handle was received with a fully depleted battery. The handle was removed from the charger but it did not initialize. The information stored directly on the battery integrated circuit showed the vimr (voltage imbalance at rest) bit was tripped, permanently disabling the battery. The reason why this occurred cannot be reliably determined. As a result, the system will fail safely either during sleep mode or on the charger and poses no patient safety risk. During the investigation a condition of vented batteries was detected. This condition has a potential for patient harm. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Root cause of the observed vented battery was determined to be from battery degradation (component failure). Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. Internal process improvements have been initiated to mitigate this issue. Additionally, the evaluation detected an unreported condition: there was a condition of improper cleaning. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: wipe down all exposed surfaces with a slightly water dampened lint-free cloth to completely remove any gross debris from the device. If additional cleaning is required, use a hydrogen peroxide based wipe such as oxivir tb per the manufacturer¿s instructions. Ensure the power handle is completely dry prior to inserting it into a sterile power shell or charger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during device follow-up, when the handle was on the charger, the handle failed to charge, and it would not turn on when it was lifted from the charger. The device was exchanged to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident is that both battery cells were found to be vented.